Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that a broken cable was observed on the medium large clip applier instrument. There was no report of any fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cable was broken. The grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. Failure analysis investigation also found the instruments pitch cables were frayed. The instrument was found with a frayed pitch cable at the distal idler. No damage was found on the pulley and clevis. Failure analysis investigation also found the instruments grip cables were derailed. One grip close cable was derailed at the distal idler pulley. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may have contributed to the derailment. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken grip cable if to recur could cause or contribute to an adverse event.